Event description:
Healthcare professional reported right side no complaint the device. Healthcare professional reported right side "capsule" . Healthcare professional confirmed right-side capsular contracture, baker grade IV. Device explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: the device related to the reported event of capsular contracture was received on april 23, 2025, with lot number 370662. Based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe as it is not related to the device. As per the investigation procedures creases and deformation were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Clairification to h11, device evaluation not included on previous medwatch. Additional, changed, and/or corrected data: a2, d1, d4, g1, g4, h3, h6.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side "capsule" . Healthcare professional confirmed capsular contracture, baker grade IV. Device has been explanted and replaced.

Event description:
Healthcare professional reported right side no complaint the device. Healthcare professional reported right side "capsule" . Healthcare professional confirmed right-side capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6.